Event description:
On (B)(6) 2013, the surgeon treated the patient with ex-fix (external fracture fixation) to the elbow for temporary fixation until the swelling subsided. On (B)(6) 2013, the patient returned to the or for removal of ex-fix and implantation of 2 variable angle locking compression (va-lcp) distal humerus plates. On an unknown date post-operatively, the patient fell. X-rays showed the 9-hole medial plate was broken at the proximal 1/3 section of the plate. Since the fracture was still stable, surgical intervention was not indicated. Approximately one week later on an unknown date, the patient fell again, and broke the second va-lcp plate. On (B)(6) 2013, the patient returned to the or for removal of the two broken plates, and 14 screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event description continued: two new synthes plates were implanted. During drilling, the drill bit broke. All pieces of the bit were retrieved. Surgeon used another drill bit, and completed the procedure with no further problem. This is report 3 of 3 for (B)(4). Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.